Manufacturer narrative:
The investigation determined that multiple lower than expected vitros tsh results were obtained for multiple proficiency samples when tested on a vitros 5600 integrated system. A definitive assignable cause for the lower than expected vitros tsh cap linearity results could not be determined. Based on historical quality control results, a vitros tsh lot 5390 and 5440 performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the events as precision testing performed was within ortho guidelines. In addition, pre-analytical sample processing could not be ruled out as a contributing factor to the lower than expected results. The customer did indicate that the samples may not have been handled correctly and could have contributed to this event, although this could not be confirmed.

Event description:
The customer obtained lower than expected vitros tsh results on 4 different proficiency samples from the college of american pathologists (cap) on a vitros 5600 integrated system. The tsh results vs. The target values are as follows: tsh reagent lot 5390; cap sample 2 results of 11.6 miu/l vs. The expected result of 21.819 miu/l; cap sample 3 results of 22.7 and 22.1 miu/l vs. The expected result of 39.29 miu/l; cap sample 5 results of 43.0 and 39.0 miu/l vs. The expected result of 60.588 miu/l. Tsh reagent lot 5440: cap sample 6 results of 55.4 and 55.6 miu/l vs. The expected result of 80.454 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient samples being affected and there was no report of patient harm as a result of this event. This report is number one of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).